Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief, causing the trunk cable pulse wire heat shrink to separate in the distribution node, causing the pulse wires to short together. The root cause for the strained cable was excessive force.

Event description:
A us distributor returned an electrode belt during investigation into an unrelated, non-reportable death and a reportable malfunction was found.